Event description:
It was reported that the patient presented for follow up after a syncopal episode. The pulse generator was unable to be interrogated and exhibited loss of capture. The device was explanted and replaced. The patient was stable.